Event description:
It was reported that the lead dislodged. During an attempt to revise the lead, the physician reported difficulty advancing stylet. Once the stylet was inserted, the lead was difficult to maneuver. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).